Event description:
It was reported that a cartridge did not fit onto the pump, causing a delay in insulin therapy. As a result, customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Customer also had a ketone level that was identified as life threatening by the healthcare provider. Customer had not addressed bg at time of troubleshooting, but was administered fluids and saline. During troubleshooting, it was found that there were no physical issues found with the cartridge or pump and the same cartridge was able to be reloaded successfully onto the pump. The customer resumed insulin and continued using the pump for insulin therapy.